Event description:
During a catheter dye study, under live x-ray, it was seen that contrast introduced at the catheter access port was showing coloration behind the pump. They were unable to identify the leak coming from the catheter, connector, or pump. As a precautionary measure, the physician chose to replace the pump and cath connector. Upon connection of new pump, no leakage was found. The physician was concerned about leakage from the pump that was replaced. The medication begin delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).